Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion without calcification and moderate tortuosity in the right coronary artery (rca) distal. After successfully using the intravascular ultrasound (ivus) catheter for pre imaging of the lesion, the ivus catheter was removed from the patient. A stent was implanted in the lesion. When attempting to load the catheter onto the guidewire in preparation to again use the ivus catheter, this time to view the stent placement, the physician noted that approximately 3cm of the distal tip of the ivus catheter was detached. According to the physician, it was unknown why the tip detached. There was no restriction on the tip of the catheter. The procedure was completed with a new ivus catheter. The patient status was reported as "good".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for tip detachment were found in this lot. The catheter was returned in two pieces. First piece measured 168.9 cm long and the second piece, the broken distal tip assembly, measured 2.6 cm long. Visual inspection of the returned catheter observed fluid inside of the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. During image characterization testing, a good image appeared in the system and the product performed within specification. The fracture location was analyzed using sem (scanning electron microscopy). Based on results of the sem analysis, this break is clean and abrupt with no signs of elongation. This break is consistent with previous failures of this nature that had a higher level of catheter oxidation and brittleness. A review of the device labeling and directions for use (dfu) revealed these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Manufacturer narrative:
Both the detached distal tip and catheter have been returned.

Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion without calcification and moderate tortuosity in the right coronary artery (rca) distal. After successfully using the intravascular ultrasound (ivus) catheter for pre imaging of the lesion, the ivus catheter was removed from the patient. A stent was implanted in the lesion. When attempting to load the catheter onto the guidewire in preparation to again use the ivus catheter, this time to view the stent placement, the physician noted that approximately 3cm of the distal tip of the ivus catheter was detached. According to the physician, it was unknown why the tip detached. There was no restriction on the tip of the catheter. The procedure was completed with a new ivus catheter. The patient status was reported as 'good".